Manufacturer narrative:
(B)(4).

Event description:
The patient was found unresponsive. The patient was admitted to the hospital and was in the ICU. The device system was used to deliver morphine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.